Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister called to report the passing of her sister. Caller stated that the cause of death was due to diabetes complications and natural causes. Caller stated that the customer was rushed via ambulance to the hospital while unconscious. Customer passed away in her sleep. Caller also stated that the customer was wearing the insulin pump at the time of death. Nothing further was reported.